Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no damage was observed. During testing, the down arrow and ok keypad buttons were found to be intermittently responsive; the up arrow and contrast buttons responded appropriately and were functional. There was evidence of contamination found under the up arrow, down arrow and contrast key contacts.

Event description:
The patient contacted animas on (B)(6) 2012 stating all of the keypad buttons were intermittently unresponsive for about two weeks. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it. It was alleged that a protective skin was on the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.